Manufacturer narrative:
Analysis of the pump revealed battery high resistance.

Manufacturer narrative:
Product ID 8835; serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient (B)(4) . Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that patient was seeing an error code/ message on their personal therapy manager (ptm). For the last 3 days he'd been getting an "x" on his ptm. Patient didn¿t think it's (bolus) going through; he had put new batteries in it to see if that would help but it did not resolve the issue. Patient had tried to request a bolus and was seeing the bolus denied screen with the error code 8474. Patient reported not hearing any alarms. It was reviewed that this meant reset had occurred and pump was in minimum rate mode, it meant a critical alarm should have occurred and patient was no longer getting medication. It was added that this had occurred on (B)(6) 2014 @ 0714 along with reset low battery and safe state and confirmed in the pump logs up until that date. Patient began slight withdrawal "a couple of days ago". Drug in pump was hydromorphone. Additional follow-up noted that the pump was replaced. Per reporter patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.